Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, non-sustained v oversensing was observed. T-wave oversensing was noted. All electrical values were within normal range. Patient will be monitored closely through follow-ups to see if episode occurs again.